Event description:
Additional information received reported the cause of the event was the device was no longer effective. The patient did not require hospitalization due to the event. Patient outcome was reported as non-serious injury/illness.

Event description:
Additional information stated that the patient had a loss of stimulation sensation since the patient had fallen six months ago. It was stated that when the stimulation was on it was helping the patient with her symptoms and she wanted the stimulation back on. It was also noted that the patient was getting "poor communication with and without the antenna".

Event description:
It was reported the patient had no stimulation sensation. The patient "(B)(6) have had electromagnetic radio waves" and fell "not too long ago." The patient had also done "a lot of bending." The patient's symptoms had increased. Stimulation was set 6.6 v and could not increase further due to the upper amplitude limit having been reached. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# j0504268v, implanted: (B)(6) 2005, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).